Event description:
It was reported the pt is experiencing overstimulation. It was also reported the overstimulation remains present when the pt adjusts the amplitude to low. In addition, the pt may have an MRI performed. Subsequently, the pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.